Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy the tissue pad melted and fell off inside the patient. The pad was found and the procedure was completed with an alternate like device with no patient consequences reported.